Manufacturer narrative:
Conclusion / root cause: this power supply was tested with no failures identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator would not function on backup battery. The customer reported the unit was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse replaced the power supply to correct the reported problem. Final applicable testing was completed per operating specifications and passed.